Event description:
A nurse reported that the vitrectomy probe had no cutting performance before vitrectomy surgery. The surgery was completed after replacing the probe with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The opened probe returned for evaluation for the report was not within the final lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Since the sample associated with the reported product and lot number was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. The returned sample was not within the final lot number based on rfid tag identification; therefore, specific actions with regard to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).